Event description:
It was reported that the surgeon detected screw was out between the plate and the insert. Pt was not revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.